Event description:
The customer stated that he was occassionally receiving an error on the dispaly and that sometimes segments of the display were missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided the customer was invited to call 24/7 with future questions/concerns.